Manufacturer narrative:
The field service engineer (fse) replaced the battery to address the reported problem.

Event description:
It was reported that the ventilator had a battery fault. The customer reported the unit was in use on patient, but not patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had a battery fault. Reportedly, the unit was in use on a patient, however no patient impact was reported. The event date was not specified, estimate used.